Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the colonovideoscope had an unexpected contamination. The contamination was found during reprocessing prior to a colonoscopy procedure. The scope had multiple issues with pseudomonas since december 2021. The customer noted they were doing all of the right things and following the genca guidelines and reprocessing instructions. There were also issues with angulation wires snapping and the staff at the site not knowing about angulation locks. The scope also leaked at the bending section and the customer was concerned that the proceduralist could be rough with the scopes leading to internal damage with the channels. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
E2 was inadvertently selected on this report. Please see update to e3. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Multiple attempts were made to obtain additional information including the user culture results and details regarding the event however, no additional information was made available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, because the user culture results were not shared and the device not returned for evaluation, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.